Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a patient receiving home chemotherapy, woke up and found the needleless connector was leaking and noted a white film around the connector.